Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 18453426.

Event description:
It was reported that the patient had swelling and fluid discharge around the ipg site. It was unknown if there was a confirmed infection. The patient underwent a spinal cord stimulator (scs) system explant procedure. The explanted devices will not be returned.